Manufacturer narrative:
Explanted due to structural valve deterioration (svd) was reported. The investigation of returned device found calcifications on all three leaflets with immobilization of all leaflets. There was fibrous thickening on all leaflets and incomplete coaptation with large central gap. Leaflet 1 was torn. There was circumferential fibrous pannus ingrowth on the inflow surface with narrowing of inflow diameter. Additionally, fibrous pannus ingrowth was noted on the outflow surface of leaflets 1 and 3. No acute inflammation was present. The device serial number was not provided, and therefore the device history record could not be reviewed. The cause of reported structural valve deterioration could not be determined. However, calcification on all three leaflets and fibrous pannus ingrowth impeding leaflet mobility could lead to a number of potential issues with valve functionality. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on an unknown date, an unknown size trifecta valve was implanted in the patient. On an unknown date, the valve got explanted due to structural valve deterioration.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size trifecta valve was implanted in the patient. On an unknown date, the valve got explanted.